Manufacturer narrative:
At time of filing, although originally expected, it has been determined that the device in question is not available and its current location is unknown. Although the device is not available, photographic evidence has been provided. The image exhibits the reported claim however a root cause cannot be established. A review of the manufacturing documents from the device history record (DHR) and a two-year lot history review can not be conducted as no lot number was provided. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that failure to properly follow the instructions for use can lead to serious surgical consequences. If using the optional sound cap (8 mm, 12 mm), inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Additional information was provided. It is noted the surgeon was putting mesh and sutures down through the sound cap when the issue occurred.

Manufacturer narrative:
Additional product code is gcj. At time of filing, although expected, the reported device has not been returned to (B)(6) for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, an issue was reported involving the ias8-120lp, airseal 8/120mm port (unknown lot number) that (B)(6) experienced on (B)(6) 2020. It was reported that during a robotic surgeon was using the airseal and 8mm airseal port and during the course of the procedure one of the 4 triangle shaped rubber flanges from the airseal cap came loose and was lodged in the patient's abdominal cavity. The piece was located and removed. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed as planned with a 15-minute delay. No further information was made available. Although the fragment was removed, this report is being raised on the basis of malfunction with potential for injury upon reoccurrence due to the breakage of the device.